Event description:
This complaint is from a literature source. The following literature cite has been reviewed: chiu sq, wong cc, chuang ae, chen ch, tan ca, weng pw. Unicompartmental knee arthroplasty versus opening-wedge high tibial osteotomy for spontaneous osteonecrosis of the knee: a retrospective cohort study. Orthop j sports med. 2024 nov 8;12(11):23259671241288309. Doi: 10.1177/23259671241288309. Pmid: 39525353; pmcid: pmc11544757. Objective/methods/study data: the purpose of the current study was to compare uka and hto in patients with sonk in terms of their postoperative clinical outcomes. Between january 1, 2014, and december 31, 2020, a total of 95 patients who underwent oxford uka or owhto were included in this retrospective cohort study: included 82 patients: 42 patients (43 knees) in the uka group and 40 patients (41 knees) in the hto group. Among these 42 patients (12 were males and 30 were females with mean age of (68.0-76.5) and 40 patients (10 were males and 30 were females with mean age of (60.0-70.0). Owhto was performed using the ao tomofix plate (synthes gmbh), and mobile-bearing oxford uka (zimmer biomet) was performed using a minimally invasive technique. Follow-up duration for uka, was 3.78 years and 3.87 years in hto. Lot, model and catalog number are not available, but the suspected depuy synthes device possibly associated with reported adverse events: ao tomofix plate (synthes gmbh) adverse event(s) and provided interventions possibly associated with unk - constructs: tomofix plate/screws (qty (B)(4)) (n=1) patient who underwent wound debridement for a superficial tissue infection 2 weeks after the initial operation.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h6 component codes: most relevant component code is g07002 (appropriate term/code not available) to capture no findings available due to no product returned. H3, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.